Manufacturer narrative:
H10. H3, h6: the device, used in treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established. A review of the device history records for the reported lot number showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review for lot number for the past 3 years found no related failures. Without the reported product a visual inspection and functional evaluation cannot be performed and customer´s complaint cannot be confirmed. Potential factors unrelated to the design or manufacture of the device that may lead to broken tip include, but are not limited to: this wand is designed for ablation and/or coagulation only, and not for mechanical displacement of tissue through applied force. This may result in bent or detached electrodes, damage to device and/or cracked spacer. Do not use the wand as a lever to enlarge surgical site or gain access to tissue, which may result in bent or detached electrodes, damage to device and/or cracked spacer. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Event description:
It was reported that during a knee surgery the top of the wand broke off. No patient injuries or delay reported. Back-up device was available to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.